Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to change MDR decision to MDR = no. No evidence of product malfunction. However, report has already been submitted. Supplemental correction will be filed. No adverse patient effects were reported boston scientific received information that this brady lead was an attempted implant due to placement difficulty. The brady lead was never in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this brady lead was an attempted implant due to placement difficulty. The brady lead was never in service. No adverse patient effects were reported.